Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet and subsequently disconnected from the system after consulting with their healthcare provider; a documented hypoglycemia event occurred with a glucose value of 53 mg/dl, which the user treated with oral glucose, and the user requested guidance on shutting down the ilet and using a libre 3 plus, including questions about a factory reset. Symptoms included hypoglycemia without reported clinical signs or symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or involved component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.